Event description:
T was reported that the patient's right hip was revised due to trunnionosis. Pre-op x-rays show the head disassociated from the stem. Intra-operatively, black tissue was noted in the patient. No liner wear or discoloration were reported. The stem, head and liner were revised to a stryker liner with a competitor stem and head. Rep provided a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an accolade stem was reported. The event of disassociation was confirmed by clinician review and the event of fretting was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: " x-ray confirms disassociation; need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays". Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the clinician confirmed the event of disassociation but requires addition information to conduct a full medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product details, primary and revision operative reports, clinical and past medical history, additional serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An event regarding disassociation and fretting involving an accolade stem was reported. The event of disassociation was confirmed by clinician review and the event of fretting was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided x-rays by a clinical consultant indicated: " x-ray confirms disassociation; need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays". -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: the clinician confirmed the event of disassociation but requires addition information to conduct a full medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, additional serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
T was reported that the patient's right hip was revised due to trunnionosis. Pre-op x-rays show the head disassociated from the stem. Intra-operatively, black tissue was noted in the patient. No liner wear or discoloration were reported. The stem, head and liner were revised to a stryker liner with a competitor stem and head. Rep provided a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Pre-op x-rays show the head disassociated from the stem. Intra-operatively, black tissue was noted in the patient. No liner wear or discoloration were reported. The stem, head and liner were revised to a stryker liner with a competitor stem and head. Rep provided a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.